Manufacturer narrative:
The product support engineer (pse) advised customer with the unit running to flex the flow sensor cable to see if that caused the 110e code. If so, advised to replace the flow sensor cable. The pse advised customer to verify the flows using a certifier. If out of specs, replace the flow sensor assembly. The customer called back to report that replacing the flow sensor assemble resolved the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a calibration flow error. No patient harm was reported.